Event description:
It was reported that a pump did not pass a flow rate test. The device was programmed to deliver 40ml at a rate of 100ml/hr. The customer stated that the pump delivered approx 38ml of fluid. The test was performed 3 times with the same results. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was rec'd and evaluated for baxter. The eval confirmed an under infusion 11.25% at a rate of 200ml/hr for 40ml. The upper and lower finger travel were found to be out of specification. Further eval found the upper finger to be stuck caused by cleaning solution on the pumping channel. The pump door, all pressure plates, holders, springs and shims were cleaned and reassembled and the pump performed with specification.